Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using 12f amulet delivery system. During the procedure , while implanting, it was observed that during connection between the delivery system and the amulet occluder while tightening the rotating luer, the delivery system broke leaving a portion of its connection attached to the device's loader. The breakage of the delivery system was at the screw attachment level, inside the device loader. No portion of the broken component was retained inside the patient or system. A new device and delivery system was chosen and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
It was reported that during the procedure, the delivery system was found to be fractured. The device was returned for analysis, and the fractured piece was found attached within the screw component of the loader, identified as the sheath hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications prior to shipment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices